Event description:
It was reported that the user replaced the batteries on a sitter select alarm and it will not power on. No pt injury. Inspection by posey shows that the alarm had been dropped which causes it to power on intermittently.

Manufacturer narrative:
Alarm, failure to power on - evaluation: results: (other) - the alarm has evidence of being dropped, has intermittent power due to battery door damage and battery connectors damaged.